Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, prime/compromised force sensor system, and excessive no delivery tests. No motor error or excessive no delivery alarms were noted. The motor passed the motor test. The displacement test passed as well. However, the unit was received with a loud motor noise during the rewind due to a faulty motor. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, broken battery tube threads, broken belt clip slot, and minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with six motor errors. The patient's blood glucose at the time of incident is unknown. During troubleshooting a rewind was completed. However, the motor was making a strange noise during rewind. The insulin pump was also exposed to an x-ray machine a couple weeks ago. The insulin pump was returned for analysis.